Manufacturer narrative:
The device was examined by a biomedical engineering department affiliated with the flight service. No discrepancy was observed. The device with therapy cable was subsequently examined by the local factory service representative. Proper operation was observed through full performance and functional testing.

Event description:
Reportedly, the device prompted connect electrodes, and administration of pacing therapy could not be provided as a result. The patient was connected to another device and pacing therapy continued. The reporter stated there were no adverse affects to the patient resulting from the event.